Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Patient complained about a syncopal episode that could be related to the pacemaker. No changes or intervention were reported. He patient condition was unknown.